Event description:
The wire connections were noted to be loose after completing the connection in the mfg line. Investigation/conclusion: ge hlthcare's investigation into the reported occurence is still ongoing.